Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported serial number (B)(6), did not identify any previous complaints reported to verathon. Trending analysis for the glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would cut in and out intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
**UDI related data quality updates only**. D4 as requested by the FDA UDI helpdesk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.